Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device remains implanted.

Event description:
Physician reported rupture confirmed via ultrasound. Record is for left side. Device explanted. Physician later reported "cystic mass" and capsular contracture baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings on the device. Capsular contracture: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, corrected and/or changed data: b.5, b.6, d.9, h.3, h.6.